Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation in (B)(6) 2014 (exact date unknown). "The patient reported intermittent bleeding for months after the ablation. An ultrasound showed a uterine fibroid and a small amount of blood within the uterine cavity. Her bleeding became heavier and more irregular and she was scheduled for a hysterectomy. Approximately two weeks before scheduled surgery, she presented to the emergency room with acute hemorrhage and severe anemia to a hemoglobin of 7g/dl. She was transfused with packed red blood cells and was taken to the operating room for a laparoscopic hysterectomy. There appeared to be an exudate on the peritoneal surface described as an 'oatmeal-like' coating suggestive of old blood. The uterus was mottled and oozing. No serosal thermal injuries were identified and there were no uterine perforations. The pathology showed only a fibroid without evidence of necrosis."

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concommitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device was not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the disposable device as the lot number was not provided the complainant.